Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report whttp://emdr.FDA.gov/emdr/formredaction/ill be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. The customer's blood glucose level was 220 mg/dl. The customer was unable to clear the alarm. It was also reported the pump shut off unexpectedly. The customer will use a back up insulin pump for insulin delivery. A replacement pump was sent to the customer to resolve the issue.